Event description:
The patient reported experiencing e6 (mechanical) error messages for the past few months. She stated that she has been changing the battery in an attempt to clear the error messages, but the piston rod is now getting stuck during retraction while changing the insulin cartridge. She stated that she normally changes the battery when this occurs but the infusion device makes a "funny noise" that does not stop after the battery is replaced. This occurred in 2009 at 1:00am and her blood glucose elevated to 30 mmol/l (540 mg/dl). She also stated that she smelled insulin in the cartridge compartment but she did not see insulin leaking. She switched to insulin injections. No further information is available. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for evaluation.

Manufacturer narrative:
This incident occurred outside of the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.